Event description:
It was reported that the event involved a pt in the or on the table for a CABG. The md inserted the guidewire via the "left groin". While inserting the iab over the guide wire, resistance was met. The md tried to advance the iab over the guide wire a second time and again resistance was met. As a result, the md opened a second iab and the insertion was a success. The scrub nurse inspected the discarded iab and found blood at the distal tip where the iab 'wrapping starts", just below the blue tip. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.